Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient's ipg was explanted on (B)(6) 2023 due to the incision site being open.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.